Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump started messing up and it was not delivering the long lasting insulin along with quick insulin for food. Customer blood glucose value was 200 mg/dl at the time of the incident and current blood glucose value was 220 mg/dl. The customer stated that the insulin pump had no delivery alarm. The device will not be returned for analysis.